Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage it was reported that a mitraclip procedure was performed to treat mr with grade 4+, posterior mitral annular calcification (mac), microvascular angina (mva), and a small atrium. It was noted a mitraclip had been previously implanted and the patient returned due to a progression of disease. A mitraclip nt was inserted and the leaflets were grasped without issues. However, after grasping, a tear on the annulus was observed. Therefore, the clip was removed and procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.